Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had difficulty in startup. Upon function testing fse found communication problem with image pc frontal & lateral. The fse rebooted the system after that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had difficulty at start up. The system was in clinical use. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.